Event description:
The doors of the alaris system 8100 lvp units exhibited cracks at the lower edge of the device bezel. There are 84 affected pumps at this facility. These devices are approximately one year old. The manufacturer has been notified. No patient/staff harm.